Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a loss of motorized movements. The system would be effectively unusable. There is no report of injury or death associated with this event.